Event description:
During the electrode lead disconnection process while performing an emg procedure, the outer hub to the needle assembly came apart allowing the needle assembly to come out of the protective sheath. When this occurred, the operator was stuck with the unprotected used emg needle.